Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After trunk-ipsilateral leg (rlt231216j/14864471) proximal deployed, an angiography revealed that the left renal artery was covered. A metal stent were implanted in the left renal artery to recover. The physician commented that the reason of covering the left renal artery is due to wrong measurement between the devise and the anatomy. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
(B)(4) was not explanted. So, explanted date was deleted. Suspect medical device. If explanted, give date.